Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 400-500 mg/dl with a moderate ketone level. Insulin injections were administered to address the high bg. The contact thought the customer had delivered a bolus earlier that day. Tandem technical support reviewed the pump data and found that the customer had not delivered a bolus. The contact acknowledged the information.